Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred. Blood glucose (bg) level was over 600 mg/dl, and was addressed with a correction bolus. Reportedly, the cartridge and infusion set was changed to address bg level.